Event description:
The customer reported the user gave a bolus during a gravity infusion and the silicone segment ballooned in the emergency room. The IV set was replaced with a new set. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.